Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that the patient had not experienced any shocking or jolting sensations. Impedance measurements had not been taken as of the date of the report. The replacement surgery was being scheduled. Additional information concerning the event was going to be obtained later.

Event description:
It was reported that the battery had depleted prematurely. Additionally an oor message was displayed on the patient programmer and no therapy was being received. The cause of the issue had not been determined. Further troubleshooting was going to be performed in the future and the device was going to be replaced. No further information was provided. Additional information has been requested but was unavailable as of the date of this report. A supplemental report will be sent when this information is received.

Event description:
Additional information received reported that the whole system had been replaced. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had parkinsonian symptoms. The date the implantable neurostimulator (ins) reached elective replacement or end of service was unknown. The manufacturing representative did not know if the ins was programmed in continuous or cycling mode. At the time of this report, the patient was receiving effective therapy and they were fine.